Manufacturer narrative:
Customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site to troubleshoot the issue. After evaluation of the instrument the fse replaced the buffer valves. They also replaced the roller tubing as a precautionary measure. All verification checks were within specification after the completion of these tasks. No further erroneous results generated. No further issues were reported by the customer. The failure mode was identified as defective ise buffer valve(s). Replacement of the buffer valve(s) resolved the customer¿s buffer dispensing issues and thus erroneous results. (B)(4).

Event description:
The customer reported the generation of erroneous ion selective electrode (ise) patient results on their beckman coulter au5800 clinical chemistry analyzer. There was no report of change to patient treatment in connection with this event. The customer did not report any calibration or quality control issues.